Event description:
It was reported the lead was removed and replaced due to unacceptable thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed. The lead was received with the helix fully extended, with dried blood and a piece of tissue on it.